Event description:
Novasure device failed to work. The generator continued to beep and did not advance to the ready position. The generator was checked by biomed and found to be problem-free. Duration < 5 mins.